Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as the device could not be inflated due to a total loss of fluid. The ipp was removed and replaced. There were no patient complications reported.